Event description:
Allegedly part of the drill bit broke in surgery. The fragment was located in the subtalar joint and remains in the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. This report will be updated when the investigation is complete.